Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the device was unable to boot due to an error related to a touchscreen defect. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.